Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since implant the patient had an uncomfortable feeling in the chest, felt heavy in the chest and had the feeling of extra beats / skipped beats from the implantable pulse generator (ipg). The patient was not sure if the ipg was operating well or not and noted that when moving around, across the street their heart rate goes up high and fast. When getting the mail, they had to sit for fifteen minutes for things to settle. The ipg remains in use. No further patient complications have been reported as a result of this event.